Event description:
Same event as listed under MFR report 2184149-2012-0015. This event is reportable based on analysis completed on (B)(4) 2012. It was reported during an ablation procedure, the stimulator was sending improper stimulus to the pt. The physician was using the f3 protocol and wanted to pace at 600 ms, but the stimulus that was sent, was sent at 465 ms. The physician checked the settings, stimulated the pt and saw the values were not what was programmed. The procedure was stopped with no consequences to the pt. The analysis of the returned system determined the reported event was due to a faulty single board computer (sbc) in the scu.

Manufacturer narrative:
Same investigation as MFR report 2184149-2012-0014 and 2184149-2012-0015. Visual inspection of the returned devices revealed no anomalies. A complete ep-workmate system was returned for eval and has been through extensive hardware diagnostics. The second stimulator, sn (B)(4), which was the replacement stimulator for MFR report # 2184149-2012-00014 was also tested. Both ep-4 stimulators and the cpu passed all functional testing. Further testing revealed there was a hardware failure with the scu. Several attempts were made in an effort to reproduce the exact symptom in relation to the communication error were not successful because a component failure occurred on the single board computer (sbc) within the signal conditioning unit (scu, MFR# 2184149-2012-00025). The scu was not functioning after the observed failure. This failure prevented testing of the complete system, so the ep-workmate pc and both ep-4 stimulators were evaluated separately (see MFR# 2184149-2012-0015 for workmate pc and the 2nd ep-4 stimulator and MFR#2184149-2012-00014 for the original stimulator used). Ac power was applied and the power on self-test (post) was observed. The unit powered up with led status indicators on the front panel appearing as expected. The amplifier produced the correct beep sequence as an indication of a successful self-test. A communication test was performed with a known good test workmate pc at the correct rate of approximately 2000 packets/second without errors or missing packets recorded. The amplifier was emitting a continuous audible tone during test run-in, which indicated a sbc (single board computer) failure. The amplifier resumed normal operation after several power cycle attempts. However, the sbc continued to exhibit an intermittent failure during testing and was temporarily replaced with a known good unit for eval. The communication test was repeated and the correct packet rate per factory specifications was confirmed. A signal acquisition test was performed using an ECG simulator and all surface ECG and intracardiac signals were observed. The amplifier passed the 12 lead surface ECG test and the p-p amplitude test. Baseline noise levels were measured and found to be within specification. The amplifier also passed an additional stimulus switching test and pacing test. The recorded test study was reviewed and confirmed the amplifier was functioning as intended. After reviewing the recorded studies on (B)(4) 2012, it was determined that a communication issue was causing packets loss in transmission between the signal conditioning unit (scu) and the ep-workmate computer. This communication issue was causing the cycle length of the pacing pulse to appear slower than set values throughout the studies. To further confirm the suspected communication data loss, the pt study event log was reviewed to check the data transmission rate at the time of the complaint. Analysis of the data recorded in the event log showed that the communication rate was found to be lower than normal and out of the normal specified range. Normal communication data rate is specified to be (B)(4). The event log showed that on the data rate on both studies were calculated to be 1559 packets per second, which was out of specification. The resulting symptom of the intermittent communication was that the timing of the displayed electrograms and the pace marker were incorrectly displayed in the recorded electrogram. Because of this communication timing error the on-screen beat to beat analysis for the electrograms and the interval analysis for the stimulus marker were incorrect. The second study also indicated that the notch filter was not functioning as expected because the power line frequency was not being presented to the filter as 50 hz due to the suspected communication error. It is expected that the failure that was observed with the single board computer during testing of the system was related to the communication errors between the system components that were observed in the field. It is not suspected that the ep-4 output was affected, but rather only the display of the electrogram and the ep-4 pace marker signal data that were affected. DHR review of the device history records for all returned devices confirmed this serial number met mfg requirements prior to shipment. The complaint was confirmed during the eval. Root cause of the failure mode experienced from the field was a hardware failure, which was isolated to the single board computer failure in the scu.